Event description:
Surgeon implanted pedicle screw in surgery and upon post operative examination noticed that one of the screws had pulled out of the pedicle due to difficulty in proper placement and/or angle of screw delivery. Other screws in the construct are still secured in appropriate pedicles and appear normal.

Manufacturer narrative:
The DHR was reviewed and did not find anything that was out of order. X-rays were reviewed and it is evident that the patient anatomy is irregular making it difficult for the surgeon to place the screw. This is confirmed by the fact that the surgeon was not able to insert a screw into one of the pedicles. The problem was attributed to the patient anatomy. There has not been any revision surgery, and part has not been explanted. Device not explanted.